Event description:
The vascade mvp device was selected for closure and inserted into the 8f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was later discharged. Patient returned to hospital with hematoma at the access site. Additional information received on oct 10, 2023: post discharge the patient went to the grocery store and was pushing the cart and getting groceries. Later it was noticed that he had swelling in leg and returned to hospital and patient was admitted for observation and thorough evaluation. He received a cta abdomen/pelvis and an us of his right lower extremity (upper thigh/groin). Cta & us identified a hematoma, no pseudo-aneurysm. No intervention was performed on the hematoma & appears to be resolving. Patient's labs were drawn; type and screen & hemoglobin. Patient's hemoglobin presented a downward trend. As a result, patient received a partial blood transfusion, but was discontinued when patient developed a fever. The path of bleeding, presented by the area of hematoma & bruising suggests a possible accessory arterial vessel may have been superimposing the femoral vein & accessed during procedure. Patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Aside from the partial blood transfusion no intervention was reported. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. It should be noted that there was no report of a device malfunction.